Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in an unspecified vessel. After pre-dilation, a 2.75x20mm promus element stent was advanced for treatment but could not cross the lesion. Upon examination, it was noted that the stent "got lifted'. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).